Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needles experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 328440, batch no. Unknown. I need to report a damaged & refused on a recent po. Bd ins syr 31g 3/10cc 1/2unit 100, damaged & refused 5.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needles experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no. 328440 batch no. Unknown. I need to report a damaged & refused on a recent po. Bd ins syr 31g 3/10cc 1/2unit 100. Damaged & refused 5.